Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and rising and undefined high impedance were noted on the right ventricular (rv) lead. An impedance warning was alerted. Short v-v intervals and a polarity switch were also noted. It was noted the patient was intubated and received pharmacological intervention. The lead was explanted and replaced. No patient complications have been reported as a result of this event.